Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported that the patient has had issues with swallowing when stimulation is on as of date notified. The hcp is planning to do follow up programming to resolve the issue. The patient's indication for implant is parkinson's dual and movement disorders. See related regulatory report 3004209178-2016-26185.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.